Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the plug unit, the endoscopic image cannot be displayed and error code e226 occurred. Due to deformation of coupler unit, the coupler rattles. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited no image; e226 scope communication error code; rattling coupler; and damage on the switch flexible printed circuit. There was no patient involvement.